Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock lead impedance measurements of less than ten ohms with intermittent normal impedance measurements at an in-office interrogation. Technical services (ts) was consulted and discussed possible causes of the low measurements. Ts also noted that this rv lead is compromised and will require replacement. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock lead impedance measurements of less than ten ohms with intermittent normal impedance measurements at an in-office interrogation. Technical services (ts) was consulted and discussed possible causes of the low measurements. Ts also noted that this rv lead is compromised and will require replacement. This rv lead remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this rv lead was explanted and replaced with a new lead. This rv lead has not been returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update information in section b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was surgically abandoned and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, the conclusion code of known inherent risk was selected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review was not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This report is being submitted to update information in section b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock lead impedance measurements of less than ten ohms with intermittent normal impedance measurements at an in-office interrogation. Technical services (ts) was consulted and discussed possible causes of the low measurements. Ts also noted that this rv lead is compromised and will require replacement. This rv lead remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this rv lead was explanted and replaced with a new lead. This rv lead has not been returned to boston scientific. No adverse patient effects were reported.